Event description:
It was reported that when using the bd pyxis¿ es server order was showing in server but not on medstation lwsop. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the order was not showing in station. A technical support specialist (tss) reviewed server message settings and confirmed that inbound non-error xml retention was set to 7 days, resulting in the purge of detailed hl7/xml messages, limiting deeper historical analysis. However, server snapshots confirmed that all cancellations followed a consistent pattern and that the last modified actor key did not reflect a user, indicating that the cancellations were triggered from the admit discharge transfer (adt)/interface side rather than manual user action. Further analysis of the hl7 rde messages provided showed that all affected orders had a "give amount" set to 0, which was a critical factor affecting visibility. As per system design, routine (non-stat) orders with a given amount of zero would not appear on the medstation lwsop, even though present in server. This behavior explained why users were unable to locate the orders on the station and proceeded to cancel and recreate them. The customer confirmed that when new orders were placed with different order identification (ids) and appropriate configurations, the orders were successfully displayed on the station. Additionally, it was observed that stat orders with a given amount of zero can still appear and allow dispensing, as stat orders follow a different workflow logic due to urgent priority and are not strictly governed by the same display rules as routine orders. It was clarified to the customer that the primary reason for the issue was the zero give amount configuration combined with standard system behavior, rather than a failure of the station or server functionality. The system functioned as intended after the technical support specialist verified the device.